Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, eight months after the implant procedure, the implantable cardiac monitor (icm) was exposed through the surgical incision and the patient experienced wound dehiscence. The device was explanted. No further patient complications have been reported as a result of this event.